Manufacturer narrative:
While performing a review it was discovered that the file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-12869 is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
E1- reporter facility name: (B)(4). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited sounds such as an alarm. Per reporter, the sounds were muffled. The fault occurred while checking before in use with the patient. There was no patient involvement, and no patient harm/adverse event reported.